Event description:
Information received indicates the brake/steer caster is worn and will not completely lock when in brake. The caster will still roll when force is applied to the bed.

Manufacturer narrative:
The technician replaced the worn brake/steer caster to repair the bed.